Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
A healthcare professional reported a patient experienced the events of ¿swelling and breast hardening twice as bigger than normal¿.later it was reported "rupture of the right breast prosthesis, characterized by deep radial folds, intracapsular echogenic material and important fluid collection." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A healthcare professional reported a patient experienced the events of ¿swelling and breast hardening twice as bigger than normal¿.later it was reported "rupture of the right breast prosthesis, characterized by deep radial folds, intracapsular echogenic material and important fluid collection." The device remains implanted.

Event description:
The device has been explanted.